Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels in the 400 mg/dl range. The customer experienced the following symptoms: nausea, vomiting, abdominal pain. The customer treated their high blood glucose levels by changing the infusion set, and also treated with the pump and manual injection. On (B)(6)2019, the customer was hospitalized with diabetic ketoacidosis and a blood glucose level of 600 mg/dl. It was reported that the hospital could not determine the reason why the customer went into diabetic ketoacidosis and they were treated with an insulin drip during their hospitalization. Prior to being hospitalized, the customer reported having high blood glucose levels in the 400 mg/dl range for 2 days and treated with a manual injection. The customer also reported having issues with the insulin pump. They reported that the pump was not making any sound when alarming and the device rebooted after a battery change. After the reboot, the audio setting started working again. During troubleshooting, the audio beep test was performed and failed as the customer did not hear the difference between audio volumes 1 and 5. The customer also reported that the pump may have been under delivering insulin. Auto mode was in use at the time of the incident. The device will be returned for analysis.